Manufacturer narrative:
The unintended stimulation/new pain was reviewed. After changing the programs back to program 1, the report of 'stinging and burning" sensations while using the device were resolved. The stimulator is used to treat pain. The cause of the stinging and burning sensation is due to programming parameters as going back to program 1 resolved the sensations (user error-commercial team member). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported a "stinging or burning" sensation while using the device. The patient was instructed to not use their device. As of (B)(6) 2025, the patient is doing better and they were advised to go back to program 1 when they are ready to use the device.